Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicated that patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated. Investigation results will be provided in the final report.

Event description:
It was reported patient had loss of therapy from an unknown time. Patient has not charged the device for over 18 months. Company representative interrogated the device and found it was unable to communicate with external devices and was inoperable. To address this issue patient may be awaiting surgical intervention at a later date .